Manufacturer narrative:
(B)(4).

Event description:
The patient¿s wife reported the patient ¿had been suffering¿ and was ¿in agony¿ since he went through a metal detector in (B)(6) 2014. It was further reported the patient felt ¿like someone hit him with a baseball bat¿ when he went through the metal detector. The patient went to an accident and emergency (a<(>&<)>e) department, however ¿they could not identify what was wrong and sent him home with enough morphine to last him for three months.¿ the specialist the patient met with at that time concluded it was ¿unlikely¿ that the metal detector was causing any damage to the device. It was noted that this had occurred ¿a few weeks after his implant surgery¿ while the patient was still recovering and that the issue ¿could well be damage during surgery instead.¿ as of six months after implant the patient reportedly discussed ¿his pain and discomfort¿ with his healthcare professional (hcp). It was stated that for 12 months the patient had three monthly visits where ¿he was poked and prodded and then sent on his way with the view that it ¿should¿ get better in time.¿ it was noted that as of the last six months prior to report, the patient was ¿subjected to numerous painful injections, x-rays, and a CT scan¿ and that there were ¿no answers, no solutions¿ provided. The patient was originally implanted ¿to ease the pain of ligament damage to his arm.¿ additional information has been requested regarding interventions/actions; a supplemental MDR will be filed if additional information is received.